Event description:
Major problem began with overall ache and no energy on the 11/12/92. 11/15/92 woke up with severe head and neck pain. Head felt swollen. Had to hold it when moving. Had heart irregulation. Dec 1st woke up to see tissue changes in neck and chest. Swollen neck, chest rash, broken blood vessels in chest; brown pigmentation on neck and chest. Saw various health specialists with no diagnosis until a mammogram was ordered 2/93, suspected implant rupture. Saw surgeon, with resulting explantation in 3/93. Had bad fall on right implant soon after it was put in. Had 2 capsulectomies on left side. Displacement mammogram spring 92. Enlarged thyroid first nocticed 1984.